Manufacturer narrative:
(B)(4). Returned meter and test strips were evaluated for complaint - no defect found. Most likely underlying root cause of malfunction: user's test strip had poor storage, user had inaccurate reference.

Event description:
Consumer complaint of high blood results. Expected glucose range is between 102mg/dl and 130mg/dl. Assisted the customer with a back to back blood test: 543mg/dl and 474mg/dl. Reviewed the last five blood results in memory: date and time is incorrect on the meter: (B)(6) 08:03am 497mg/dl. (B)(6) 06:13am 468mg/dl. (B)(6) 08:06am 437mg/dl. (B)(6) 11:03pm 256mg/dl. (B)(6) 05:19pm 578mg/dl. No adverse event reported.